Event description:
It was reported that this was an arteriotomy closure of a moderately calcified right common femoral artery using a proglide and prostyle device after a percutaneous coronary intervention of the left anterior descending artery and right coronary artery with a 7fr sheath. Reportedly, a proglide device was used first; however, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used; however, there was difficulty in closing the foot/lever and the device became stuck in the anatomy. Surgical intervention was required to remove the device. Hemostasis was achieved via surgical repair, placement of a covered stent and manual compression. It was noted that the patient suffered hemodynamic instability due to blood loss and pressure on the groin was applied while waiting for the vascular surgeon. Medication was given to increase heart rate and blood pressure, and chest compressions were needed. Additional stay in the intensive care unit was required. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.